Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a dexcom g7, with glucose values previously 400¿500 mg/dl and remaining in the high 200¿300 mg/dl range after ilet initiation; the healthcare provider changed the user to a more concentrated insulin, and an ilet trainer recommended and guided a factory reset, which was completed without issue. Customer support provided guidance through device button presses and operational checks following the insulin change. Investigation of this case revealed no device malfunction reported and that the event was associated with hyperglycemia of unclear cause prior to and during initial ilet use until insulin concentration was adjusted. No clinical symptoms associated with high glucose reported. Outcomes included no hospitalization and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.